Event description:
It was reported that during a coronary stenting procedure, a balloon rupture occurred. The 100% stenotic, de novo lesion was located in the moderately tortuous and severely calcified distal right coronary artery. The physician performed a dilation with an unspecified device and then advanced a 1.5x8mm apex push balloon to the lesion. Significant resistance was encountered during advancement, but the device was able to cross the lesion. On the first inflation the balloon was inflated to 4atms and the balloon ruptured. The device was removed intact. The procedure was completed with a 2.5x15mm apex balloon and three promus stents (2.5x28mm, 3.0x28mm and 3.5x28mm). No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4): the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)